Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The maxplus was separated from the y-site. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between female luer and maxzero could be related not correctly screwing in the maxzero to female luer and verifying that the components were correctly assembled using the fixture by the assembler as established in the work instruction. A device history record review was performed for the possible lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that the bd maxplus pressure rated extension set with clear needless adapter come apart from the IV catheter at the luer lock.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.